Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's programmer displayed a low battery signal despite charging the ipg per instructions. The sjm representative confirmed the patient was charging the ipg appropriately. The patient declined further troubleshooting attempts to address the issue. Subsequently, surgical intervention was undertaken to explant the patient's system. (Reference MFR. Report: 1627487-2016-02175 for lead issue).